Manufacturer narrative:
(B)(4).

Event description:
Procedure type: appendectomy. According to the reporter: during lap appendectomy procedure multifire endo gia was used with no problem, but after reloading there was problem. No problem to load new sulu to multifire endo gia handle. But when time for surgeon to open after firing on tissue they could not open the stapler/reload again. The surgeon had to cut around the stapler/tissue and apply clips to remove the instrument from pt. No reinforcement material was used. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.